Manufacturer narrative:
Technical support has received the log files sent by the customer and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that their bellavista 1000 unit alarmed blower failure and inspiration valve or device leaky during use on a patient. The patient was transferred to another ventilator. There was no harm to the patient.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn cause the blower damage due to overheating.